Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: 27-sep-2010, expiration date: 01-aug-2019, part number: 04.034.352s, - 9mm ti cann tibial nail - ex w/prox bend 360mm ¿ sterile, lot number: 6485049 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: 6287228, lot quantity: 1,988 lbs. Product traveler met all inspection acceptance criteria. Product certification was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent tibia hardware removal - ex tibia nail due to non-union. The procedure was successfully completed. The patient's status is unknown. This report is for one (1) 9mm ti cann tibial nail-ex w/prox bend 360mm-sterile. This is report 1 of 6 for complaint (B)(4).